Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
Device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, a non-original equipment manufacturer top case was identified, the bottom case was cracked by the l-bracket, and the right plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the occlusion test portion of the investigation. Root cause of the reported event is attributed to the customer as abnormal wear was found on the clutch halves and lead screw. Replaced the lead screw, clutch spring and both clutch halves. Replaced the worm gear and worm coupling as a preventive measure. Performed power up process, preventive maintenance, occlusion test and all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.